Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 when healthcare professional (hcp) was interrogating and refilling the pump on a normal refill, it was noted there had been a motor stall on (B)(6) 2016 via the logs. No withdrawal symptoms were noted. It was unknown as to what may have led, caused, or contributed to the issue. It was unknown what troubleshooting and diagnostics were performed. It was stated the hcp planned to place the pump at minimum rate and would provide appropriate oral for pain relief. It was unknown if hcp planned to replace the pump, but the hcp did not know at this time. It was noted it was unknown if the issue had been resolved at time of report. It was noted surgical intervention did not occur, and it was unknown if surgical intervention was planned. Patient's status was alive-no injury. On 2017-jan-03 it was reported the pump will be replaced on (B)(6) 2017. It was not known if there was a motor recovery, and the cause was still not known. The explanted pump will be returned once explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient had the pump exchanged on (B)(6) 2017 and the rep was returning the pump.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), product type: catheter. Analysis of the pump found that there was a gear train anomaly with corrosion/wear/lubrication and the motor stall was due to shaft bearing. Analysis of the catheter found no significant anomalies. (B)(4). A supplemental regulatory report will be submitted when additional information is received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code is being updated for this event.

Event description:
Additional information was received from the company representative (rep) via return paperwork. The pump logs provided last examined at (B)(6) 2017 showed the patient was receiving intrathecal fentanyl 5000 mcg/ml and baclofen 100 mcg/ml in minimum rate mode. The motor stall occurred on (B)(6) 2016 at 07:45 and the ¿stopped pump period may exceed tube set¿ message was seen on (B)(6) 2016 at 07:45. No motor stall recovery was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.